Manufacturer narrative:
The insulin pump was received with pump error 38 during rewinding due to corroded motor assembly. We were unable to perform functional testing's due to pump error 38. No cosmetic damage noted was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 38. Customer's blood glucose level was not reported. The customer was not able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.